Event description:
Related manufacturer reference number: 2017865-2023-09975, related manufacturer reference number: 2017865-2023-09978. It was reported that the patient presented in the clinic. It was noted that the patient's right ventricular (rv) lead, right atrial (ra) lead and the inactive capped right ventricular (rv) lead were eroded through the skin. The rv lead and ra lead were capped on (B)(6) 2023, while the inactive capped rv lead was remained implanted. The patient's condition was stable.